Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
The reason for this revision was a result of a patient dislocation after one month of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 856c1072. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of these complaints have been attributable to patient joint dislocations. Other investigations have been for trauma, instability and infections. No definitive information explaining the root cause of the dislocation was reported. There is no suggestion the djo implants contributed to this event. There is no reported information that would indicate a material, design, or manufacturing problem with this product.